Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their insulin pump received no delivery alarm. The customer¿s blood glucose was 66 mg/dl. Troubleshooting was done for no delivery alarm. Customer reported they tried different cannula lengths. Customer stated that they had tried all remedies. Customer stated the tubing was not bent or kinked. Customer did all the troubleshooting for no delivery alarm but they still received no delivery alerts. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.